Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using equistream split tip. It was reported that following the insertion of the equistream split tip dialysis catheter for two weeks, the extension tubing collapsed, resulting in inadequate flow and delays the dialysis process. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows the partial view of extension legs with clamps. The dialysis catheter was implanted in the patient body. The deformation was noted on red color luer near the clamps. Therefore, based on the photo review, the identified deformation issue can be confirmed. However, the investigation is inconclusive for the reported restricted flow rate and collapse as there was no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that following the insertion of the equistream split tip dialysis catheter for two weeks, the extension tubing collapsed, resulting in inadequate flow and delays the dialysis process. No patient injuries were reported.